Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Although a sample was not received at the time of the complaint issuance, b. Braun has identified a sporadic occurrence of potentially false down and upstream pressure alarms which are caused by the upstream occlusion pressure sensor of the infusomat® infusion pump. Our investigations have shown that an isolated batch of upstream occlusion sensors built in the following serial numbers of pumps may deviate from their technical specification. Field corrective action fcsa-2023-08-14 has been issued by the supplier (B)(4) to address this event. Reference FDA recall number res# (B)(4).

Event description:
As reported by the user facility on (B)(6) 2023: the health professional was attempting to run nacl - kept having upstream occlusion, when we opened the door to take it out, the tubing was completely compressed in on itself (twice). Since it was nacl I (health professional) saved the tubing, I didn't get the pump sn unfortunately as this patient coded and was taken to ed then picu and I don't have the pump. Additional information was received (B)(6) 2023 from (B)(6) hospital that clarified the patient outcome was not related to the reported issue. This MDR is being submitted for a product malfunction with the infusomat® infusion pump.